Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Note that is one of three products involved in the same pt reported under manufacturing numbers 9616099-2008-00855, 9616099-2008-00856 and 9616099-2008-00857. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from another country indicated a pt had a thrombotic event during a percutaneous coronary intervention. The procedure was elective and the target lesions were the proximal and mid right coronary artery (rca 1&2) described as 3.5x40mm, de novo, eccentric, calcified and ostial lesion with a type c classification and the posterior descending artery (4pd) described as 3.0x30mm long, de-novo, eccentric and bifurcated with a type c classification. After predilatation, a 3.5x23mm cypher was implanted at 16 atm for 30 secs at the mid rca and a 3.5x23mm cypher was implanted at 16 atm for 30 secs at proximal rca with the stents overlapping one another. Post dilatation was conducted at 16 atms for 30 secs with an unk 3.25x12mm balloon for a residual stenosis of zero. Timi flow was one before the procedure and two after the procedure. The posterior descending artery was pre dilated at 10 atms with an unk 3.0x25mm balloon for 30 secs and a 2.5x23mm cypher stent was implanted at 14 atms for 30 secs. Post dilatation was conducted at 14 atms for 30 secs with a 2.75x12mm balloon for a residual stenosis of zero. Timi flow was one after the procedure and two after the procedure. A thrombus was note in the cyphers in the proximal and mid rca. It was treated by balloon angioplasty and aspiration, but the thrombus flowed distally and was noted from the distal right coronary artery to the posterior descending coronary artery. The thrombus was also treated by balloon angioplasty and a 2.5x28mm pixel bare metal stent was implanted in the posterior descending coronary artery and another 3.0x18mm cypher was implanted in the distal right coronary artery. According to the physician, the cause of the thrombotic event was due insufficient dosing of heparin during the procedure.